Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq2507 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported a problem in connector, it was not fixing up properly. Patient reported discharged. No other information was provided.